Manufacturer narrative:
Exact event date unknown, event occurred 3 months prior to the date the manufacturer became aware.

Event description:
It was reported that the ipg was difficult to charge and was not holding a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the facility.